Event description:
Customer's mother reported via phone, the screen on the insulin pump was blank and is not working. The buttons aren't working and nothing is being displayed on the screen. Customer's doctor and nurse have attempted to resolve the issue by changing out the infusion set, batteries, and reservoir and issue continued. Customer's mother didn't know the customer blood glucose level but they were under 200 mg/dl. Customer's mother declined troubleshooting. Screen is black and buttons aren't working.

Manufacturer narrative:
The insulin pump passed the displacement test and self-test and it functioned properly. No frozen screen or black screen noted. The device had intermittent response due to corroded keypad traces. The device had the following cosmetic damage: cracked reservoir tube lip, minor scratches on the lcd window, cracked display window corner, and cracked battery tube threads.